Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited over delivery. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found a bubbled dso seal, and a scratched lcd lens. There was no evidence in the device's event history log. Three accuracy tests were performed. Upon review, the reported problem was duplicated. It was determined that the expulsor was out of mechanical specifications and determined to be the root cause. The expulsor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. B3: unknown; d3, g1,g2 email is: (B)(4).